Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our british affiliate, during implant of a 23 mm sapien 3 valve, by subclavian access, upon loading the valve on the balloon inside the 16fr sheath, the balloon "burst". The delivery system, esheath and valve were removed, and the valve was discarded. Another esheath, delivery system/valve were used with perfect result. The patient was discharged in stable condition.

Manufacturer narrative:
The commander delivery system was not returned for evaluation and no photographs of the device or relevant imagery of the procedure was provided. Without the device being returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. As reported, ¿valve alignment was attempted while the balloon and thv were still in the sheath¿. Per the IFU and training materials, valve alignment is to be performed after the thv exits the sheath. Performing valve alignment in the sheath may constrain the valve and make it more difficult to push onto the inflation balloon. This difficulty may have resulted in higher forces imparted on the balloon, causing the balloon to separate at a bond, or causing a thv strut to puncture the balloon. Additionally, it is possible that the alignment occurred in tortuosity (potential contributing factors are unknown as limited clinical information was provided) within the sheath, which would have also resulted in increased force being used to align the valve. A definitive root cause was unable to be determined. The complaint for ¿balloon ¿ leakage¿ was unable to be confirmed as the device was not returned and no imagery was provided. It was not possible to determine if a manufacturing non-conformance contributed to the complaint. However, review of manufacturing mitigations and complaint history suggests that a manufacturing non-conformance did not contribute to the complaint. In this case, it is likely that procedural factors (valve alignment performed in the sheath) and/or procedural factors (tortuosity) may have contributed to the event. No labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed the november 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.